Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided except patient photos. User facility reported in incident form that the patient injury was treated by mupirocin 2% ointment and patient would not suffer permanent impairment. An examination of the subject device by a lumenis technical expert concluded that upon arrival the technical expert found: "checked energy out and found it to be significantly lower than specifications." Following preventative maintenance and performing energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. Subject device malfunction is not the suspected cause of the event reported. A review of lightsheer duet hs/et product risk file shows this is an anticipated risk (# 2.1.3.1 in risk file (B)(4)) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. A review of device labeling (B)(4) states the following: warning - do not attempt to manually calibrate or otherwise adjust the output of the laser. Such action may cause exposure to hazardous optical radiation and electrical voltage, result in damage to the instrument, and void the warranty. Only trained and authorized lightsheer duet technicians should perform maintenance and service. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "no test spot performed. Test spot is recommended." The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow instructions as described in the device labeling. A review of device labeling (B)(4) states the following: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information above this complaint has been determined to be reportable per MDR decision tree as the patient was prescribed mupirocin 2% ointment, which meets the definition of serious injury. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a third degree burn to legs and under arms area following treatment with a lumenis lightsheer duet laser.